Event description:
Procedure: CABG. The pt developed a wound under the pt return electrode pad. It is unclear if the wound was due to a pad site burn or a sepsis/decubitus problem. No alarms were displayed nor problems encountered during the procedure on the electrosurgical equipment. Surgical intervention was required to remove gluteous muscle at a later date.